Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing pain, and swelling had occurred while wearing the pod between 4 and 24 hours at the pod infusion site (arm). The patient reports the pod was leaking during wear. The patient removed the pod prior to going to their doctor. Once at their doctors office the patient was prescribed oxycodone and provided lidocaine patches, voltaren gel and a heating pad for the pain. The patient is using pen injections for treatment after this event.